Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 and during procedure a partial flap was made due to scar in the left eye (os). It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient had no complaints. Patient reported symptoms are not interfering with daily activities. The patient is scheduled to have photorefractive keratectomy (prk) performed on (B)(6) 2019. Bcva from (B)(6) 2019: right eye pre-op 20/20 -4.75 x -1.25 x 77, left eye pre-op 20/20 -4.50 x -.75 x 75. This report is for the visx laser equipment. A separate report will be submitted for the femto laser equipment.